Event description:
Pt was revised because of a tear in the pcl resulting from a fall. During surgery, it was discovered that the poly was worn.

Manufacturer narrative:
Evaluation was not possible, as the product was not returned. Product info required to review the device history records was not provided. The initial reporting indicated the product was not suspected of failing to meet specifications or contributing to the event. The investigation could not verify or draw any conclusions about the root cause of the reported; however, provided info indicates the pt experienced trauma (fall) and was a contributing factor to the torn pcl. In addition, no conclusions could be drawn about the polyethylene wear noted at revision surgery. Based on the investigation findings, the need for corrective action is not indicated. Depuy considers the investigation closed at this time. Should the product and/or add'l info be received, the investigation will be re-opened.